Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The complaint for heat was not confirmed as the product was not received for evaluation. It is possible, based on communication from the account, the failure may be associated with the cable. The cable was also not received for evaluation. Customer does not wish to return product.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.